Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch verio iq meter was displaying inaccurately high compared to his feelings and normal results and another ot ultrasmart meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 5:30pm, 6:40pm and 6:42pm, the patient reported obtaining readings of "100mg/dl" on his lfs meter. The patient reported on (B)(6) 2012 at "5:42pm, 6:44pm and 6:45pm" he obtained readings of "46, 47 and 48mg/dl" on a ot ultrasmart meter. Based on statistical methodology, the calculated difference of the results exceeds the expected value of <=30mg/dl or <=30% obtained within 30 minutes of each other. The patient reported using non adjusting insulin (type and dose unknown) to manage his diabetes. It is unclear if the patient made any changes to his usual diet, activity level, or medications due to the alleged issue. The patient reported at an unknown time the patient reported developing symptoms of "sweaty, tingling, weak, dizzy and shaky." The patient reported in response to the alleged issue, he had more to eat or drink as treatment on (B)(6) 2012 at between 5:40pm and 6:50pm. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measurement at the time of testing, and the patient's test strips were in good condition. However, when a control solution test was run, the result was within the recommended range per the test strip vial. Replacement products were sent to the patient. The meter involved in these complaints has been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the complaint was not confirmed. This complaint is being reported because the patient alleged due to the alleged issue, the patient developed symptoms suggestive of hypoglycemia and required self treatment.

Manufacturer narrative:
((B)(4) 2012) device evaluation: the meter involved in these complaints has been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.